Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Corrected field: h10 (additional MFR narrative) patient code 3191 was not specified.

Event description:
It was reported that this lead was implanted, then it was noticed it became dislodged during pocket closure. The physician then decided to remove this lead and use a different one. This lead is not expected to be returned as hospital keeps all removed devices. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was implanted, then it was noticed it became dislodged during pocket closure. The physician then decided to remove this lead and use a different one. This lead is not expected to be returned as hospital keeps all removed devices. No additional adverse patient effects were reported.